Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with pocket hematoma on (B)(6) 2018. The hematoma was evacuated by the physician and the patient was discharged. On (B)(6) 208 the entire system was explanted due to infection. The physician believed the infection was due to the subsequent procedure to evacuate the hematoma. It was also noted that the infection was systemic and pseudomonas grew from the culture. Patient was in stable.